Manufacturer narrative:
The device was returned and evaluated, and in addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of k (knob) wire, the forceps raising angle does not meet the standard value, lg (light guide) lens cracked, objective lens adhesive cracked, and l (forceps elevator) arm corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the duodenovideoscope abarran lever was defective. The device was returned and during the evaluation white foreign material in a/w(air/water) tube and cylinder was identified. This report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Furthermore, it is unknown whether there was deviation from IFU (instructions for use) on reprocessing steps for the air/water cylinder/channel and there was no physical damage confirmed at the air/water cylinder/channel. Hence, a conclusive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.